Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurements of greater than 2,000 ohms along with high pacing thresholds. It was also reported that though impedance measurements were in range during implant, there were differences in the measurements taken with a pacing system analyzer (psa) and with the device. Though visual confirmation was not available, a lead dislodgement was suspected based on device data. A final decision was made to disconnect the device from the lead, reposition and reconnect this lead to the device. Thereby, all values were in normal range measurements as verified by testing with both the psa and ICD. The patient was noted to not be pacemaker dependent and the loss of capture (loc) was only observed during the threshold test. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.